Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced access site bleeding requiring intervention. The patient went into cardiac arrest in a parking lot and cardiopulmonary resuscitation was performed for approximately 20-30 minutes with shocks three times for ventricular fibrillation/ventricular tachycardia. Return of spontaneous circulation was achieved. The patient was transferred for higher level of care and emergently transported to the catheterization lab. The patient was on levophed and amiodarone drips and heparin drip was suspended. Activated clotting time was 423 seconds. An impella cp was successfully placed pre percutaneous coronary intervention to the distal and mid left anterior descending artery via two stents with post dilatation performed. Subsequently, the patient was transferred to the unit on impella mcs. On arrival to the unit, it was noted that the impella site was noted clean, dry and intact. No bleeding or hematoma at this time and pedal pulses were confirmed on doppler. The patient was intubated and sedated and had urine output less than 30 milliliter per hour and was red. Bedside echocardiogram was completed for impella position check. The impella cp was repositioned, and tuohy borst was locked and tightened at 90 centimeters. When getting the patient settled and prepared for an a-line/swan-ganz placement, a hematoma and active bleeding at the impella site were noticed. Manual pressure was applied and the impella cp was repositioned with new forward sutures. The decision was made to place a femostop to help with hemostasis, which was achieved. Knee immobilizer was placed on the left leg and impella mcs continued. The following day, the patient was bridged to an impella 5.5. Under fluoroscopy of left femoral artery, the impella cp revealed a very low stick. The physician performed a surgical cutdown and repair of left femoral artery. The incision was closed with sutures and staples. There was no bleeding or hematoma noted and pedal pulses were present. The patient was transferred back to the unit in stable condition for continued monitoring.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: hematoma/ major bleed: the cause of the injury is most likely use related since doctor repositioned impella aoi and secured with new forward sutures. Manual pressure was held and a fem-stop placed to maintain hemostasis. Device history lot: device lot: 1946918, device history batch: sub-component lot: n/a, device history review: the pump (B)(6) passed all post sterile inspection checks. Qn (B)(4) was for the batch 1946918 for missing yellow esd label for sn # (B)(6) which was reworked. This is unrelated to this failure mode. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review noted batch was reworked for a quality notification (missing yellow esd-electrostatic discharge-label) unrelated to the failure mode. The review, however, confirmed the device passed all the post sterile inspection checks. Regarding, hematoma/ major bleed, the cause of the injury is most likely use related since doctor repositioned impella and secured with new forward sutures. Manual pressure was held and a fem-stop placed to maintain hemostasis. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.